Event description:
It has been reported to the co that the preparation of the device went fine. The device was inserted into the pt and inflated the system to 3mm to achieve occlusion, stent crossed lesion and the balloon lost pressure. The vessel treated was a saphenous vein graft to right coronary artery mild tortuosity, 90% stenosis, 15mm lesion mid lesion, one minute after inflation the balloon started to lose pressure. The physician continued to deploy stent, finished and took the system out and the port was leaking. No kinking or overturning was noted during the procedure. The inflation port may have been leaking.